Event description:
It was reported that the gastrointestinal videoscope had image had textures (noise). The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image reports error e315 (scope error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction image had textures was due to scope connector immersed in liquid. Additionally, the e315 malfunction cause is due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.